Manufacturer narrative:
(B)(4).

Event description:
The rptr stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's right eye on (B)(6) 2008. The lens was explanted on (B)(6) 2011 due to low vault. The lens was exchanged for a longer lens. The pt's last visit on (B)(6) 2011, ucva was 20/20.